Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test and low blood glucose levels. Customer¿s blood glucose level went as low as 53 mg/dl. Customer treated their low blood glucose levels via food and drink. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery multiple times however the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.